Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. Reprogramming was attempted, however the issue did not resolve. The patient underwent a revision procedure where the lead was replaced. Post operatively the patient was well. The lead will not be returned as it was disposed of by the medical facility.